Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 4.6 cm abdominal aortic aneurysm. The aortic neck was 17 mm long 25-26 mm in diameter, and mildly angulated with mild calcification. The abdominal aorta was significantly calcified. The iliac arteries were severely calcified and stenosed. It was reported that an angiogram revealed that the bifurcated graft was slightly above the renal arteries even though it appeared to have been implanted at the level of the renal arteries. The decision was made to pull the stent graft down to below the level of renal arteries. Apparently, however, no issues were noted during the case by the rep. A follow-up CT showed a smaller than normal left kidney. Angio showed that the left renal artery was covered by part of the stent graft, plaque, or a clot. An attempt to catheterize the left renal was made; however, after 30 minutes this was unsuccessful and further attempts were aborted. It was confirmed that during implant the renal arteries were filling well, parallax was adjusted for, and that the issue is technique-related and possibly aortic neck anatomy-related. No additional clinical sequelae were reported.

Manufacturer narrative:
(B) (4) required intervention. Arterial and venous occlusion, abdominal aorta was significantly calcified and the iliac arteries were severely calcified and stenosed.